Event description:
For several weeks the user has not had any hearing impression with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field a technical implant failure due to the reported trauma seems likely. However to determine an exact root cause device investigation would be necessary. No further information has been received despite requested.

Event description:
For several weeks the user has not had any hearing impression with the device.